Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device was showing error code 42224 at startup. There was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection noted the downstream occlusion seal (dso) to be damaged. Functional testing was able to confirm the reported problem. It was determined that the root cause was due to the damaged dso seal. The dso seal was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.